Event description:
After an implant procedure, the patient reported immobility in the right arm and weakness in the right leg due to a contusion of the spinal cord. Patient's mobility in right leg is improving. Patient is in rehabilitation.

Manufacturer narrative:
The product remains implanted in the patient and will not be returned for evaluation.